Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve is other/ defective. Additional note states shut down/no alarm.